Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative reported the customer encountered an issue where the cut function only worked intermittently. While on the line with the technical support engineer (tse), the surgeon utilized the vessel sealer two times with no issues. The reporter requested the fe follow up to verify the system. Tse recommended the reporter verify nothing was under the left pedals. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: not sure if the instrument was inspected prior to use. The surgeon was cutting when the issue occurred. The foot pedal was not activating. Delayed sealing was involved and completed just took longer than expected. No insufficient sealing was involved. No other issues with the instrument. The vessel sealer did work during the procedure however not sure as to how long it was in use prior to the incident. No errors occurred when the issue occurred. No audible signals when the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected. Not sure if tissue effect was observed during the sealing cycle. Target tissue was the omentum. The target tissue was not under tension. The vessel was not greater than 7mm in diameter. No evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not make contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected additional bleeding experienced by the patient. Surgeon believes the foot pedal was the reason for the issue. The instrument is not available for return. No photos or videos available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The issue was not reproduced. Test drive was performed. Cut function performed normally and executed every time ssc foot pedal was depressed. There was no issue after testing the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use.